Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "during the ion procedure, the patient developed a pneumothorax that required a chest tube placement and hospitalization. During the same hospitalization, he also developed an acute inferior wall mi and underwent a CABG for a three-vessel coronary artery disease. Following hospitalization for a week, he was discharged home in stable condition. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Based on the available data the reported pneumothorax is a known and expected complication of the procedure. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the procedure may have exacerbated the patient¿s cardiac ischemia. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation. Bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation. Bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023."

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The physician was attempting to get more tissue for the patient's cancer treatment, but the patient had aggressive lung cancer and presented a higher risk. The physician reported there were no issues with the ion device and that the events were not caused by the ion device. The physician was not unaware of any prior cardiovascular history. During the procedure, the patient experienced a "tiny" pneumothorax which led to hemodynamic instability; therefore, the procedure was terminated and a chest tube was placed. A post-procedure EKG revealed an inferior myocardial infarction. The patient had a same day emergent coronary artery bypass graft and surgical findings revealed three-vessel coronary occlusion. The patient required ICU care and remained hospitalized for one week before being discharged home.